Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly and the wake button was unresponsive. Reportedly, the pump display turned on when plugged into a power source. Subsequently, it was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose value.

Manufacturer narrative:
The failure investigation has been completed and the alleged screen on/ quick bolus button issue was verified. Additionally, based on the analysis, the alleged malfunction and shutdown issue could not be verified; however, a different issue was identified.